Event description:
A pt was treated in the lips with two formulations of bovine collagen. The pt had itching at the treatment sites and was treated with tapering doses of "betneval", which was effective. Fifteen months after injection, patient presented with painless but visible nodules at different lip sites. Within a month there was an increase in the size of one nodule and it became painful. Interventions included "bistopen 2g per os plus cortancyl" prescribed for 5 days in a tapering dose, which was somewhat effective. The pt punctured the nodular area and expressed a "pink viscous liquid". This also seemed to help alleviate the symptoms.